Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 230 mg/dl and 231 mg/dl. The customer mentioned that they experienced high blood glucose level and treated with manual injections. The customer alleged the insulin pump for under delivery because the blood glucose continued to go up even after delivering the corrective bolus. The customer declined to test the insulin pump. The customer also stated that no alarm set off due to no delivery. The insulin pump will not be returned for analysis.